Manufacturer narrative:
The product was returned on 2024-06-10.the investigation of the product was completed on 2024-06-28. When examining the article, it is noticeable that it has a deformation in some places. This deformation is conspicuous and probably indicates excessive force applied by the user. In the IFU it is pointed out that excessive force can damage the blade, e.g. Through breakage. Since this is a cutting / separating instrument, the material is harder to ensure a sharp blade, but this makes it more brittle than other non-cutting / separating instruments and therefore more susceptible to breakage. It is therefore important to observe and follow the warnings in the IFU. The instrument has been subjected to excessive force which has caused the material to deform, creating stresses in the material which are likely to cause the instrument to break. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when the quadriceps tendon pf the patient was removed with the tendon knife, it broke off (neck). The broken edge injured the patient's skin. After the double blade broke off, the patient's skin was injured by the sharp edges and had to be sutured there.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).